Event description:
It is reported that the patient was revised due to pain and the iliopsoas tendon being placed directly behind the collar of the femoral stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.